Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their blood glucose using the insulin pump and manual injection. Customer's blood glucose levels were so high they could not get a reading at the hospital. Customer wanted a replacement insulin pump and as a one-time courtesy they would receive one. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip, and scratched around casing.